Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Visual inspection showed a crack in the notch area next to the sense b electrode extending into the insulation. This type of damage has been deemed a design issue.

Event description:
It was reported that this electrode was explanted at device change out due to elevated system impedance with measurements at 130 ohms. A new electrode was successfully placed. As of today, this product has not been returned for full analysis. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this electrode was explanted at device change out due to elevated system impedance with measurements at 130 ohms. A new electrode was successfully placed. As of today, this product has not been returned for full analysis. No additional adverse patient effects were reported.